Event description:
Additional information was received from a manufacturer representative (rep) reporting that x-ray indicated no cables between the ins and skin, but possibly location too deep below the skin. Revision surgery was performed: the ins was removed from the pocket, subcutaneous fatty tissue was extracted, ins was reinserted and charging behavior was tested with a recharger inside a sterile bag. After successful charging through the skin was demonstrated, the ins was fixated again and the pocket was closed. Post-op, the ins was charged through the skin. The issue seems to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implantable neurostimulator (ins) replacement from a primary cell to rechargeable cell, the wireless recharger (wr) easily initiated connection with the ins but repeatedly lost connection after a short period of time. It only reestablished connection (i.e., stopped the search sound and switched the rotating green light to apulsating green light) after it has been switched off and on again. The manufacturer representative (rep) witnessed it pulsating several times once, which means it charged for several seconds. Communication with the patient programmer (pp) and clinician tablet was easy to establish and stable. The patient was discharged with the instruction to optimize charging in a supine position. After two days, the patient reported they were not able to charge the device. A follow-up visit with the patient showed the recharger can establish communication with the ins and switc hes from rotating green to pulsating green light. The recharger then loses communication with the ins before a complete pulsation cycle is finished, switching back to rotating green light. Then, it doesn't reestablish communication (for at least 5 min) until switched off and on again. This behavior was consistently observed > 8 times and according to the patient, much more often. Charging history as read from the clinician programmer showed 5 charging processes on the 23rd feb (today) with durations between 3 and 26 min. The ins battery was shown to be at 3.83v (50%) after having shown 75% on the day of implantation. Stimulation was running and the patient doesn't experience symptoms other than nervousness that the battery may run empty and stimulation may cease.  Factors that may have led or contributed to the issue includes that the ins may have moved inside the pocket despite the surgeon having used two ligatures to fix it to the skin. Cables may have moved above the ins, maybe forming a loop between the skin and ins, which picks up electric currents during charging. Charging was attempted with a different wr and provided the same results. This charger was then used on another rechargeable ins and showed normal charging behavior. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.